Event description:
Implant was removed and graft material was placed. Implant was placed too buccal and resulted in bone loss and implant failed to osseointegrate.

Manufacturer narrative:
Review of DHR for products purchased by facility did not show any defects associated with the lot. Failure to osseointegrate is a well-known inherent risk of dental implants. This is well documented in the literature across implant system. In addition, failure to osseointegrate is included in the IFU as a known complication with various factors that contribute to the risk of implant failure.